Event description:
Clinical trial. It was reported that 248 days following the index procedure, the pt experienced a target vessel reintervention. The index procedure identified and treated 1 de novo, 3.5x16mm, 90% stenosed lesion of the distal circumflex (cx) with direct t stenting using a 3.5x20mm taxus express2 drug eluting stent at 16atm resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt experienced a reintervention due to diffuse in-stent restenosis 248 days following the index procedure. The restenosis was treated with brachytherapy and balloon angioplasty. It was reported that the pt was taking asa and plavix at the time of this event. The relationship of the device to this event was reported as probable.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.